Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 7.4, 7.0; lab: 3.6. Testing performed 10 minutes apart. Nurse reported that the facility has questioned other results from previous box over the last two week on the same meter, however she had no data/idea of trends for previous test results in question. Nurse had very little info about pt tested; she was not present during testing, thus had zero info regarding testing technique/procedure. Did not know pt's therapeutic range. Only info known at time of call: pt had received lovenox 3 days prior to testing, no known metabolic issues. Currently, stabilized on coumadin.